Event description:
L2-l3 posterior lumbar surgery- disc space very tight at l2/l3 - difficulty inserting the shortest cage - 8mm cage. Surgeon continued to cage despite difficulty with insertion. Surgeon took medial insertion angle. Surgeon proceeded to mallet on inserter to position the cage more anterior prior to articulating the cage, patient had anterior osteophytes and sclerotic bone that may have prevented the cage from advancing. The flxfit cage was in the disc space and cage disarticulated in-situ. Distal end of cage with wedges left in disc space. The l2-l3 level was locked down with pedicle screws to prevent the cage components from backing out. There was a significant dural tear, however, unsure when tear happened. Patient has lost sensation and ability to move right leg below hip.